Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) reported a poor communication screen on the patient programmer. The patient was unable to communicate with the recharger, which gives the reposition antenna screen. He is unable to charge the ins. The patient could not remember the last time he had stimulation, though he thought it was in june. The patient stated the ins wasn¿t "doing him much good" and he found it inconvenient to charge something that wasn't working well for him. It was reviewed that the device may be in overdischarge, and the importance of keeping the device charged to maintain therapy. The patient stated he has had problems with the ins not fully recharging before. The patient was referred to his healthcare provider (hcp) to schedule an appointment with a manufacturer's representative (rep) present. Additional information received from the rep stated that the device was successfully brought out of overdischarge, and the patient originally stopped charging to have several vascular procedures. The patient reported he would like to use his ins again, but couldn't charge it. The rep reported that he was unable to interrogate the device, so he performed a physician mode recharge, cleared the power-on-reset, and instructed the patient to fully recharge immediately. No symptoms were re ported. Patient was implanted for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.